Event description:
When trying to use the safety feature on a bd safetyglide needle 18g x 1 1/2 (1.2mm x 40mm), the lock mechanism fell apart and the needle broke out of the hub. No one was hurt/stuck by the needle. Needle was being used to draw a medication.